Event description:
It was reported that the user experienced sustained hyperglycemia after changing infusion supplies, with a maximum blood glucose of approximately 400 mg/dl and elevated values for about 12 hours; the user disconnected, primed to verify drops, replaced the site in a different location, later replaced the cartridge and tubing, and glucose returned to range. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with verification of flow during fill tubing, site replacement, and subsequent cartridge and tubing replacement. Investigation of this case revealed that hyperglycemia resolved after infusion set and cartridge changes, and there were no device alerts beyond a high glucose notification and no visible cannula or site damage at removal, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.